Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for inspection. The exact cause of the reported event could not be conclusively determined, because the phenomenon was improved by replacing the resistor attached to the power supply board, and the phenomenon disappeared when the resistor was replaced again. However, the reported event may have been caused by an anomaly in the circuit of the power supply board. Since this is the first event, the circuit error in the power board could be an accidental failure of an electronic component. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was delivered to the customer on november 16, 2020. And olympus engineer reported that the customer-reported event of power failure occurred on (B)(6) 2020. The olympus engineer visited the hospital and confirmed that the event had occurred. The device was returned to olympus medical systems corp. (Omsc) for inspection. The inspection of the device confirmed that the power did not turn on. The device is currently being inspected. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the device did not power up during preparation for use. Then, olympus inspected the device at the service department of olympus (B)(4). And found that the device did not work when the power switch was turned on. It was also found that the main power board was defective. There was no report of patient injury associated with this event.